Manufacturer narrative:
H6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary: no product was returned. High or saturated pump flow: clinical details note that upon start of device after a couple of minutes in auto mode, waveforms revealing inverted. Aortic valve (ao) and left ventricle (lv) waveforms with trending high mean corpuscular volume (mc) and saturated flows of 4-4.3 lpm. Data log review confirmed saturated flow upon pump startup. There were no mc spikes outside of the expected spike during pump startup. Purge flow increased from ~15 ml/hr to almost 30 ml/hr after pump startup with purge pressure between 300 and 400 mmhg. There were no alarms during the saturated flow. The cause of the saturated flow was not determined since product was not returned. Optical sensor issue: clinical details note that upon start of device after a couple of minutes in auto mode, waveforms revealing inverted. The physician suspected it was optical sensor issue, previous echo showing no lv thrombus. Data log review confirmed the uncoupling of the ao and lv signals with the lv trace being higher. However, there were no abnormalities with the optical parameters. The cause of the optical sensor issue was not determined since product was not returned. Device history review : the pump passed all post-sterile inspection checks.

Manufacturer narrative:
Correction: e4. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: cp pump sn(B)(6), usb and purge cassette . High or saturated pump flow: clinical details note that upon start of device after a couple of minutes in auto mode, waveforms revealing inverted. Ao and lv waveforms with trending high mc and saturated flows of 4-4.3 lpm. Data log review confirmed saturated flow upon pump startup. There were no mc spikes outside of the expected spike during pump startup. Purge flow increased from ~15 ml/hr to almost 30 ml/hr after pump startup with purge pressure between 300 and 400 mmhg. There were no alarms during the saturated flow. Product was returned and evaluated. There was no sign of biomaterial upon initial inspection and no blood ingress into the purge line just past the motor housing. After soaking in warm water, the pump would not start in a bucket of water when attempting to start it up. The pump was then soaked in tergazyme solution and then ran initially with saturated flow, which then resolved into normal pump flow after a few minutes. The pump motor housing was torn down and there was no clear evidence of biomaterial on the components. There was one speck of what appeared to be dried blood on the magnet. Given the evidence that the pump initially reproduced saturated flow that then resolved into normal pump flow, the cause of the saturated flow was most likely biomaterial present within the motor housing. Optical sensor issue: clinical details note that upon start of device after a couple of minutes in auto mode, waveforms revealing inverted. Md suspected it was optical sensor issue, previous echo showing no lv thrombus. The pump was returned and evaluated. There were no abnormalities found with the optical parameters or sensor. Data log review confirmed the uncoupling of the ao and lv signals with the lv trace being higher. However, there were no abnormalities with the optical parameters or the ao placement signal. Since the lv signal is calculated from placement signal and motor current, a high motor current resulting from biomaterial interaction would result in a higher lv signal, likely decoupled from the ao signal as seen in this case.

Event description:
The user facility reported that a 67 yr old male was implanted with a impella cp for suport during high risk cardiac procedure. It was reported that the patient presented to cath lab for complex high-risk percutaneous coronary intervention with impella support. The right femoral artery prepped and accessed following best practices. Impella inserted under best practice recommendations. Upon start of device after a couple of minutes in auto mode, waveforms revealing inverted. Ao and lv waveforms with trending high mc and saturated flows of 4-4.3 lpm. After discussion with the doctor. The decision was made to wean and remove cp device and exchange to new cp device. Device weaned and removed successfully.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.